Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4) (infusion tubing lot 32234326), is related to case with patient identifier (B)(4) (headset/cannula lot 32244276).

Event description:
It was reported that insulin leaked from the connector of the infusion set. The patient experienced elevated blood glucose levels. No adverse event was reported. The infusion set was requested to be returned for product evaluation.